Event description:
The report received from the study indicated that approx six months after the index procedure, the pt had coronary angiography and a re-percutaneous coronary intervention (re-pci). The pt was found to have a 45% proliferative intra-stent restenosis (isr) and a sub-occlusive 99% peri-stent restenosis of the same segment proximal to the previously implanted cypher select plus 2.5 x 13 mm stent. The event was reported to: have a possible relationship to the study device/procedure, event severity severe, not related to another cordis product, and was a serious adverse event (sae) requiring in-pt hospitalization. The restenosis was treated by implantation of an add'l cypher select plus 2.5 x 13 mm stent in another facility. The event outcome information was complete and the subject's event outcome was reported to be resolved without sequel.

Manufacturer narrative:
The indication for the elective index procedure was stable angina with ECG changes. The patient was reported to have one-vessel disease and had one lesion treated during the index procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was greater than 50% (lvef>50%). The target lesion for the procedure was the first obtuse marginal (1st om) branch. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 90% stenosis, 12 mm length, concentric, and type b1. The lesion was pre-dilated as planned with a 2.5 x 12 mm balloon at 8 atm. A cypher select plus 2.5 x 13 mm stent was implanted at 10 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The timi flows were not provided. The patient was discharged two days after the procedure on aspirin 75 mg/daily permanently, clopidogrel 75 mg/daily for 12 months, statins, ace inhibitor therapy, and beta-blockers. The patient was reported to be asymptomatic at the one and six-month follow-up periods and continuing her medical regimen. The coronary angiography and re-pci information was received from a referring cardiologist/physician at the six-month period. Please note that the device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.